Event description:
It was reported during an implant procedure of this pacemaker device, that it was found in safety mode. This device is expected to be returned. A different device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.